Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has had trouble hearing her audible alerts for the past six months. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the beep anomaly; the customer stated that she has to press the insulin pump against her ear in order to hear the device. The customer was advised to change the alert type to vibrate. A self test was performed and the device failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. The device vibration properly; no vibration anomaly noted. The insulin pump was received with normal operating currents. Also, the insulin pump passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.